Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported she had her yearly pap test and mentioned her irritation to her doctor. Her doctor removed tampon pieces from her vaginal area that left a pungent smell. A few days after removal of the tampon pieces her irritation resolved.